Event description:
It was reported that the zimmer air dermatome chewed up the graft. No additional clinical info was received prior to this report. If additional info is received, a follow up medwatch will be submitted.

Manufacturer narrative:
Beginning (B)(6) 2012, united states and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 04/23/2010 and was last repaired on 12/10/2010 for non-related issue. Evaluation of the device observed that there was damage to the head, control bar, and width plates. Prior to repair, the device was outside calibration specifications at the zero thickness setting. The customer did not return any blades for evaluation. The device has not been in for maintenance or repair in four years. No info is known regarding the technique or methods utilized during the reported event; however, incorrect user technique could have caused the device to take an undesirable graft. The customer's reported event was not reproduced during testing and a cause could not be determined; however, lack of preventative maintenance likely caused the lack of calibration at the zero thickness setting and damage to the head, control bar and width plates. The device was serviced and returned to the customer.